Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that there was a conductor fracture with another manufacturer's right ventricular (rv) defibrillation lead. A revision procedure took place and a new bsc right ventricular (rv) defibrillation lead was implanted. Pacing impedance measurements through the pacing systems analyzer (psa) were 500 ohms. The lead was connected to the implantable cardioverter defibrillator (ICD) and pacing impedance measurements were 754 ohms. The pocket was closed and impedances increased to greater than 2000 ohms. There was also a decrease in r-wave sensing to 1.5 mv. Pacing threshold measurements had increased to 2 v @ 0.5 ms. Subsequently, the device was explanted and replaced with another manufacturer's device. The rv lead remains in service. To date, there have been no adverse patient effects reported.